Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed damages to the battery compartment. Functional testing was performed and the downstream occlusion sensor operated properly. The reported issue was not duplicated, however the expulsor valves was worn and caused no pressure. The expulsor valves assembly and battery compartment were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: h6: health effects.

Event description:
It was reported, that the pump's downstream occlusion sensor not working. No adverse patient effects were reported by the customer. Event happened during testing, no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.